Event description:
The patient presented with an abdominal aortic aneurysm. The physician successfully implanted a gore excluder bifurcated trunk ipsilateral device. In preparation of the contralateral leg deployment, the physician was unsuccessful at accessing the contralateral gate due to the patient's tortuous anatomy. The physician decided to convert the patient to an open repair whereas the device was removed and the aneurysm was successfully repaired using a surgical graft. The clinical status of the patient is stable.